Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection at the ipg site. The patient was hospitalized, given antibiotics and the device was removed. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The patient was discharged and is recovering.